Manufacturer narrative:
A ge service rep performed an on site investigation. The motor controller connection was re-seated. The collimator driver regulator board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2600 system table arm was not working and there was no table tilt function. No pt injury was reported.